Manufacturer narrative:
No device was received as it remained implanted; therefore the condition of the device is unknown. The part and lot numbers of the product is unknown; therefore the device history records, complaint history could not be reviewed. The reported device is used for treatment. It could not be confirmed if the device was used in an approved and compatible combination. Surgical notes were not provided. Relevant medical history is unknown. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://link.springer.com/article/10.1007%2fs11999-013-3167-4/fulltext.html. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that one intraoperative proximal femoral shaft fracture was treated with cerclage cables.